Event description:
Family member called alleging that the pt's meter was reading higher than the lab. The family member reported blood glucose results of 9.8mmol/l with a lifescan meter and 6.3mmol/l on a laboratory device, performed within 1 minute of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Ccr did several control solution tests with subject test strips and they all fell out of range. Tested on different test strips and they also fell out of range. Family member tried a different meter and strips and they also fell out of range. Customer service is replacing meter and test strips for the pt. Family member did not change any medications due to the inaccuracy.